Manufacturer narrative:
The prod is available for eval and testing; however, it has not been rec'd to date. Add'l info will be submitted within 30 days of receipt.

Event description:
The procedure was diagnostic angiography of the distal aorta at the iliac bifurcation with a 4f infiniti diagnostic pigtail. The pt had severe disease described as calcified and at least 95% stenosed. The pigtail was loaded over a 0.035" wire and approx. 30cc was power injected for visualization. No problems were encountered up to this point. As the fellow was removing the catheter, he felt resistance. When the catheter was removed, the end was noted to be "frayed and jagged" with the pigtail section gone. They looked for the catheter fragment under fluoroscopy, but did not easily see it. The left iliac was closed down and the right was viewed to the mid-thigh area. It is believed to be lodged in the iliac stenosis. The pt was scheduled for iliac bypass surgery for treatment of existing disease and the fragment will be removed at that time. The pt's distal pulses are palpable and no adverse effects have been reported.